Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently there was a delay when the touchscreen was pressed. Customer declined tandem technical support's offer to perform a pump system check. Blood glucose was 137 mg/dl.